Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross due to the vessel. After removal, it was noted that the middle stent struts were flared. The physician commented that the stent flaring may be due to interaction with the guiding catheter during removal. Further dilatation was performed and a 2.75 x 33 mm xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.